Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: b5, d8, e1, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the spare lamp turns on due to a failure of the non-olympus lamp and that the main lamp may have insufficient heat compound because the non-olympus lamp is used as the main lamp. The cause of why both the main lamp and the spare lamp do not ignite could not be determined. The event can be prevented by following the instructions for use which state: the light source does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury, equipment damage, and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 8, ¿troubleshooting¿. If the problem cannot be resolved using the information in chapter 8, contact olympus. The light source is to be repaired by olympus technicians only. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the light source displayed the code error e103.

Event description:
The customer reported to olympus that the light source main lamp and spare lamp did not ignite, indicating a ignitor problem. Additionally, there was a ticking sound observed when powering on. The issue was found during a diagnostic colonoscopy procedure and the procedure was completed with the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was rust on the top cover, lamp door, and bottom chassis. Additionally, observations noted a fan operating at reduced capacity, a worn-out socket slider switch causing intermittent use of high-intensity mode, rust on the bottom socket, and dust accumulation on the output socket. Furthermore, during lamp startup, the ignitor emitted a clicking sound, considered normal, while the non-olympus lamp's life meter indicated over 100+ hours. The light intensity output was measured out of range, and a faulty non-olympus lamp triggered the spare lamp to turn on, the main lamp had insufficient heat compound, and the spare lamp exhibited dimness with a noticeable burnt spot. Finally, the first optical lens displayed moisture stains. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.